Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a cartridge alarm (alarm 1) during the loading sequence. Customer loaded a new cartridge successfully. Blood glucose was 260 mg/dl.